Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9077933. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200814720] noted that did not pertain to the complaint.

Event description:
It was reported that 2 packs of syringe 0.5ml 1/2in 90 bx 450 mo were found unsealed. Additionally, it was reported that the needle hub separated from the syringe during use. The following information was provided by the initial reporter: "consumer reported found 2 packs of 10 not sealed spouse of consumer found several from this box hard to remove shields and this syringe when removed shields the needle hub assembly removed with the shield".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 packs of syringe 0.5ml 1/2in 90 bx 450 mo were found unsealed. Additionally, it was reported that the needle hub separated from the syringe during use. The following information was provided by the initial reporter: "consumer reported found 2 packs of 10 not sealed spouse of consumer found several from this box hard to remove shields and this syringe when removed shields the needle hub assembly removed with the shield."